Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics was noted. The pump was received with scratched display window, cracked display window corner, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 411 mg/dl. The customer stated it was a sunday afternoon and the weather was hot. The customer stated that the button alarm will not come off. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.